Event description:
Complainant alleged that during incoming inspection the device was put in pacer mode but screen displays unit in monitor mode. Complainant indicated that there was no pt involvement in the report malfunction.